Manufacturer narrative:
Evaluation found that the filter deployed and retracted without resistance or difficulty. Further examination found that the filter locked and unlocked from the introducer port without difficulty. A visual examination of the cannula and filter revealed no damage. Possible user-related technique issue. The directions for use (dfu) for the embol-x access device/aortic cannula warns that the cross clamp should be positioned at least 2.0 cm away from the access device. Failure to do so may result in difficulty with insertion and removal of the filter from the introducer port. The dfu further warns that base of the cannula component must be held to prevent excess movement when manipulating the cannula, or removing or re-inserting the filter or obturator through the introducer port. Failure to do so may cause injury to the vessel.

Event description:
Reportedly, the cannula came away from the aorta while attempting to remove the embol-x filter through the introducer port. Due to the difficulty with filter deployment, the physician chose to replace the embol-x cannula with a cannula the physician normally used. It was reported that this process took approximately 2 minutes, and that during the change out of the cannula the patient remained in a safe zone. While bleeding did occur, it was reported that no blood was lost as it remained in the patient's chest cavity and re-circulated through the bypass system. It was also stated that no replacement blood products were required as a result of this event. However, the patient's condition at this time is unclear, and it is uncertain if the hospital is attributing the cannula coming away from the aorta to any patient condition. No further information is available at this time